Manufacturer narrative:
The device was not available for evaluation. Bleeding is listed in the instructions for use (IFU) as a potential adverse event associated with the tavr procedure. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors for the bleeding could not be determined. However, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the literature article, ¿outcome of transcatheter aortic valve implantation in high risk patients with severe aortic stenosis¿, between february 2013 and march 2016, 17 patients with symptomatic severe aortic stenosis and high risk for conventional surgical aortic valve replacement underwent tavi with implantation of sapien xt valve and followed for 6 months. During the study period, two patients had major bleeding immediately post procedure. Reference: soliman h, alrabaat k, aboalaazm t, mostafa s, samy a. Outcome of transcatheter aortic valve implantation in high risk patients with severe aortic stenosis. The egyptian heart journal. 2017 dec 1;69(4):261-71.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.